Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k923607 and k926214. The actual device was received for evaluation. Visual inspection revealed that the device was fractured in two pieces. The length of the fractured distal piece: approximately 95mm; main body: approximately 1528mm; total length: approximately 1623mm. In comparison with a factory-retained sample of the same product code, whose specified total length is approximately 1800mm, it was confirmed that the proximal segment of 177mm in length was missing. Magnifying and electron microscopic inspections of the fractured distal piece revealed that the core wire was exposed on the proximal end of the fractured piece; the urethane outer layer around the fracture end had been elongated; the core wire near the fracture end had been curved; rough surface on the fracture section surface of the core wire. Magnifying and electron microscopic inspections of the main body side revealed that the distal side: the urethane outer layer had been fractured, elongation of the urethane outer layer was observed near the fractured end; proximal side: the urethane outer layer along with the core wire had been cut, and there were some streaks extending in one direction were noted on the fracture surface of the urethane outer layer. The core wire was found protruding from the proximal end of the fractured distal piece. The fractured ends of the urethane outer layer on both the distal piece and the main body were observed under magnification. It was confirmed that the shape of both ends could be accommodate with each other. From this, it is inferred that there is no missing piece from this segment. The urethane outer layer was dissolved away from the core wire with a solvent. The fracture surface of the core wire of both the distal piece and the main body were observed under electron microscope. It was confirmed that the shape of both ends could be accommodate with each other. From this, it is inferred that there is no missing piece from this segment. The outside diameter of the guide wire on the undamaged segment was measured and confirmed to meet manufacturer specifications. The outside diameter of the core wire was measured near the fractured segment and confirmed to meet the factory's specifications, being comparable to that of the factory-retained sample. Reproductive testing was performed on factory-retained current product samples. A product sample kept in a looped shape was subjected to one-way pulling force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the edge of the fracture was in a curved shape and the fracture cross section surface was in a rough state. The state of the fracture was confirmed be similar to that observed on the fracture ends of the fractured piece and the distal end of the main body of the actual device. Reproduction of the cut on the proximal side was performed and a product sample was cut in two with nippers. Some streaks extending in one direction were observed on the cut surface of the urethane outer layer. This state was confirmed to be similar to that observed on the proximal end of the actual device. A product sample was cut in two with scissors. Some streaks extending in multiple direction were observed on the cut surface of the urethane outer layer. This state was found to be different from that observed on the proximal end of the actual device. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual device became looped at approximately 95mm from the distal end, and in that state, it was subjected to pulling force, resulting in the core wire and the urethane outer layer becoming fractured with an elongation of the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after deploying the stent graft, they inserted the radifocus guidewire m device in a catheter to withdraw it. Upon withdrawing the catheter, they found a fracture in the actual device. The fractured piece was retrieved with a snare. The final patient impact was not reported.